Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported during insertion,the customer was unable to insert the intra-aortic balloon (iab) into the arterial site with a sheath-less technique. The iab was removed. There was a second attempt at insertion, but it failed and was removed. The scrub nurse noted blood had entered the iab catheter membrane, which was not connected to the pump. A new iab was inserted on the femoral artery line successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full address: (B)(6), event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 841786 h3 other text : device not returned.